Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device component code 3088 is related to device problem code 1104 for the problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio suturing device was used during a procedure performed on an unknown date about 10 years ago.. According to the complainant, during procedure, the needle detached from the suture and it was too small to be removed from the patient's sacrospinous ligament. The physician saw the patient five years post operation and she was doing fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.